Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, the keypad was noted to be torn from the down arrow button to the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the contrast and up arrow buttons were responsive. The remainder of the buttons were unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The ok and down arrow button contacts were inverted. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor reporter the up and down arrow buttons were unresponsive and the keypad was peeled/torn/worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).